Manufacturer narrative:
Phototherapeutic keratectomy (ptk) is not designed for refractive correction, so if you perform a ptk you always have to expect changes in refractive outcomes. Especially with a large amount of removed tissue, there will be a unpredicted biomechanical change and epithelium regrow happen. Additionally if you have previous scars, the epithelium above and around the scar is different in thickness and the laser ablation also will be different in the scarred stroma and therefore the root cause of the reported unexpected refractive outcome could not related to the device but rather to the applied treatment mode, but the reported post op result of -2 diopters described can not be verified. The most likely root cause is the performing of a 2-step ptk procedure which caused an unexpected refraction outcome. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient presented with approximately two diopters of myopic shift three months after photo therapeutic keratectomy procedure. Treatment was 50 microns (um) oz 7mm (for removal of epithelium) and the patient developed myopia, -1.75 to -4.25. There are two related reports for this event. This report addresses the patient one, and another manufacturer report will be filed for patient two.